Manufacturer narrative:
One medfusion pump was received with the bottom case cracked, a damaged gasket and visible contamination around the l-bracket. The right plunger case was cracked and the keypad was scratched. The event history log was reviewed and there was a base hardware failure with a failed value of 24.0000. A power up process was conducted and a base hardware failure was found at power up. There was contamination on the interconnect board. The issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect boars was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a hardware malfunction. The issue was discovered during a service check and there was no patient involvement.